Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), embedded device ('implantable device (essure) that had migrated into the myometrium of the fundus of uterus \ penetrating the myometrium of the fundus of the uterus'), device expulsion ('essure on uterus\ implantable device (essure) that had migrated into the myometrium of the fundus of uterus') and pelvic pain ('pain/chronic pelvic pain') in a 31-year-old female patient who had essure (batch no. C26973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included esophagogastroduodenoscopy on (B)(6) 2013, hand operation (left hand surgery) in 2009, breast operation in 2007, ovarian cyst in 2007, flank pain, augmentation mammoplasty, hernia repair, multigravida and parity 4. Concurrent conditions included asthma since 2009, sexually transmitted disease since 2006, chlamydial infection since 2006, vaginal discharge, abdominal pain, abdominal discomfort, right lower quadrant pain, vaginal bleeding, dysuria, ulcer nos, epigastric pain, nausea, gastric polyps, gastritis, asthma, acute dyspnea, shortness of breath, lipase increased, narcotic abuse and pyelonephritis. Concomitant products included tramadol. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vulvovaginal mycotic infection ("infection (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, embedded device and device expulsion outcome was unknown and the pelvic pain, hormone level abnormal, cystitis, urinary tract infection, vulvovaginal mycotic infection, dyspareunia, alopecia and vulvovaginal pain had not resolved. The reporter considered alopecia, cystitis, device expulsion, dyspareunia, embedded device, hormone level abnormal, pelvic inflammatory disease, pelvic pain, urinary tract infection, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: insertion details- the essure procedure was performed per protocol. Trailing coils: left 1, right 2 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2015: impression: linear echogenic structure in the region of the left isthmus extending into the endometrial canal which likely represents patient's essure device. The right essure device is not seen.. Ultrasound scan vagina - on (B)(6) 2015: impression: linear echogenic structure in the left isthmus region extending into the endometrial canal likely representing patient's essure device. The right essure device is not seen. Correlation with prior studies is recommended. Small amount of free fluid in the pelvis which may be physiologic.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pid, device dislocation, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid'), embedded device ('implantable device (essure) that had migrated into the myometrium of the fundus of uterus \ penetrating the myometrium of the fundus of the uterus'), device expulsion ('essure on uterus\ implantable device (essure) that had migrated into the myometrium of the fundus of uterus') and pelvic pain ('pain/chronic pelvic pain') in a 31-year-old female patient who had essure (batch no. C26973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included esophagogastroduodenoscopy on (B)(6) 2013, hand operation (left hand surgery) in 2009, breast operation in 2007, ovarian cyst in 2007, flank pain, augmentation mammoplasty, hernia repair, gravida ii and parity 4. Concurrent conditions included asthma since 2009, sexually transmitted disease since 2006, chlamydial infection since 2006, vaginal discharge, abdominal pain, abdominal discomfort, right lower quadrant pain, vaginal bleeding, dysuria, ulcer, epigastric pain, nausea, gastric polyps, gastritis, asthma, acute dyspnea, shortness of breath, lipase increased, narcotic abuse and pyelonephritis. Concomitant products included tramadol. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vulvovaginal mycotic infection ("infection (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, embedded device and device expulsion outcome was unknown and the pelvic pain, hormone level abnormal, cystitis, urinary tract infection, vulvovaginal mycotic infection, dyspareunia, alopecia and vulvovaginal pain had not resolved. The reporter considered alopecia, cystitis, device expulsion, dyspareunia, embedded device, hormone level abnormal, pelvic inflammatory disease, pelvic pain, urinary tract infection, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: insertion details- the essure procedure was performed per protocol. Trailing coils: left 1, right 2. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2015: impression: linear echogenic structure in the region of the left isthmus extending into the endometrial canal which likely represents patient's essure device. The right essure device is not seen.. Ultrasound scan vagina - on (B)(6) 2015: impression: linear echogenic structure in the left isthmus region extending into the endometrial canal likely representing patient's essure device. The right essure device is not seen. Correlation with prior studies is recommended. Small amount of free fluid in the pelvis which may be physiologic.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pid, device dislocation, embedded device. Most recent follow-up information incorporated above includes: on 23-jul-2019: mr received: concomitant conditions were added. New events- pid,device dislocation, embedded device were added. Lab test was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pelvic pain') in a (B)(6) female patient who had essure (batch no. C26973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vulvovaginal mycotic infection ("infection (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed. At the time of the report, the pelvic pain, hormone level abnormal, cystitis, urinary tract infection, vulvovaginal mycotic infection, dyspareunia, alopecia and vulvovaginal pain had not resolved. The reporter considered alopecia, cystitis, dyspareunia, hormone level abnormal, pelvic pain, urinary tract infection, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 19-jul-2019: new pfs received- events pelvic pain, hormonal changes, infection (bladder), infection (urinary tract), infection (vaginal), dyspareunia (painful sexual intercourse), hair loss, vaginal pain and she did not undergo confirmation test added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.